Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced infusion set occlusions with the ilet system using an inset infusion set, resulting in elevated blood glucose to 319 mg/dl that resolved after a supply change. The reported affected lot for the infusion set was replaced, and replacement insets, cartridges, and connectors were provided. Symptoms included dizziness, and headache associated with hyperglycemia, outcomes included minor injury/illness/impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem contributing to the occlusions. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.